Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "ECG error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The ECG cable used was not returned to zoll for evaluation. No trend is associated with reports of this type. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via leads. Complainant indicated that there was no patient involvement in the reported malfunction.